Event description:
Prior acdf c3-4, c6-7. Uniplate used at both levels. C4 screw on the c3-4 construct backed out approx 4mm. Surgeon removed hardware. Unlocked the cam at c3 but did not have to unlock cam at c4 to remove screw. Cam is still in original locked position on hardware that is being returned.

Manufacturer narrative:
Visual examination of the returned device revealed some wear marks on the outer surface of the screw. No other abnormalities were observed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the self-drilling screw backing out/pulling out cannot be positively determined. Based on the visual evaluation of the devices and the insufficient information provided, no definitive conclusions can be drawn at this time. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.